Event description:
There is no update to the original description provided.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the device was not returned. No pre-existing conditions were reported. The reported device had been placed on an unknown tooth location for an unknown period of time. Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a year-long complaint history review by item number (iunihg) was performed for similar events and no complaint about nonconforming products was identified. Post market trending review: november post market trending was reviewed and there were no actionable trends or corrective actions for the reported device and event. Therefore, based on the available information, device malfunction and the reported event could not be verified as the product was not returned.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient's weight was not provided. Lot number was not provided. Report's title and last name was not provided. Device not returned.

Event description:
It was reported that the screw broke in the implant and was able to be retrieved. No patient impact reported. Tooth number was not provided.